Manufacturer narrative:
H2 - correction to section g3 in report 1723170-2024-01898. Incorrect date noted as (B)(6) 2023. Correct date is (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when trying to boot up, system went to the "further together" screen and went straight to bootup error screen showing multiple "failure". No patient present, site does not need the system to continue with surgery. Unplugged system after hard shutdown, reboot. Soft reboot (unplugged and wait before turning it back on), reseat the ssd, cd drive open, rep can hear fans running.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736355, serial/lot #: (B)(6), product ID: 9736405r, serial/lot #: (B)(6); product ID: 9736356, serial/lot #: (B)(6); h3/h6 - a manufacturer representative went to the site to service the system. Testing found the system has a soundcard failure. Replaced computer and hard drive. Evaluation of the returned hard drive and computer found no faults with the products. Codes c19, d14 apply. Evaluation of the software logs determined that while booting, syslog captured a grub record fail 2 times on the date of the issue. Codes c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.